Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer failure. The customer stated that the malfunction occurred when the user was trying to issue the medication to patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie was failed. A field service engineer inspected and took the drawer apart and reseated the connections, cleaned out debris to resolve the issue. The system functioned as intended after the field service engineer repaired the device.